Manufacturer narrative:
Additional information: medtronic devices were not related to stent related deaths. There were no cases with stent related deaths after medtronic devices in this study population. There is no stent thrombus and dissection in medtronic devices. Target lesion revascularisation cannot be evaluated in the autopsy study since this is not end point in the autopsy study and only this information can be collected by clinical phases. In-stent restenosis was found in 7 lesions with medtronic devices but there are no significant differences between devices. The presence of calcification in underlying eccentric plaque affected medial tear rather than the type of stent because the stent could be expanded only toward non-calcified area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Age: average age, sex: majority gender, date of event: date of publication journal article: vascular responses to coronary calcification following implantation of newer-generation drug-eluting stents in humans: impact on healing journal: european heart journal year: 2019 ref: doi:10.1093/eurheartj/ehz850. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute integrity drug eluting stents were among a number of drug eluting stents used in a study involving autopsy cases which analysed vascular responses to coronary calcification following implantation of newer-generation drug-eluting stents in humans. Out of 134 stents analysed, 29 were resolute integrity stents. Lesions treated included the left main, left circumflex, left anterior artery descending and right coronary artery. Adverse events experienced included stent thrombosis, restenosis, dissection, stent related death, non- stent related cardiac death and non-cardiac death, explant due to heart transplant death, target lesion revascularization. Malfunctions reported included stent fracture and strut malapposition which were assessed through imaging. It was also reported that a (B)(6) year old patient with a medical history of hypertension, diabetes and coronary artery disease had a resolute integrity des implanted. One year post implant the patient died. Low power images of stented sections for this patient demonstrated in-stent restenosis with a large medial tear in a severely calcified artery. Strut malapposition was also observed.